Event description:
Register nurse at hospital op cancer center, could not get pump, to run without alarming hip upon initiation. Upon investigation, it was found to have drug crystallization on top of cassette due to apparent leakage. Dates of use: 2007, diagnosis or reason for use: chemo adm for ca. Event abated after use stopped or dose reduced? No.